Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b2, b5, d6b, d9, g2, h3, h6.

Event description:
Patient reported right side "capsular contracture" baker grade unknown. Healthcare professional later reported "the doctor did not diagnose capsular contracture". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "developed capsular contracture." Record is for right side. Device remains implanted.